Event description:
Rt was called into the patient's room by nurse because nurse stated that the ventilator had "frozen." Per rn patient had gone apneic while he was sitting outside the room, when the nurse entered the room, he saw that the ventilator graphics appeared to be frozen without any movement on the screen and the patient return numbers were reflecting that the patient was still breathing, however patient did not have any chest rise at this time. Nurse states he then hit the alarm reset button and the ventilator did not respond. Nurse stated that a short time passed after this (between 15seconds and one minute) and the ventilator started working again by going into apnea ventilation. When rt arrived; rt noted the ventilator to be working appropriately without any changes in the patient's vitals. Rt switched the ventilator out to a new one with the same settings.